Event description:
It was reported that they experienced difficulty going transseptal. The caller noted that after going transseptal, they noticed fluid accumulated around the left atrial appendage, and the patient blood pressure dropped. The caller stated an effusion was noticed on ice, and was confirmed by x-ray and transthoracic echocardiogram (tte). The caller stated that a pericardiocentesis was performed to drain the fluid. The patient was transported to the ICU for continuous watch. The caller noted that the patient was intubated, which was the last known status. The caller stated that the physician noted "it is uncertain if the effusion occurred while going transseptal, wire may have perforated then." The caller noted no carto 3 system was used. The caller stated a baylis generator may have been used for transseptal access. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).